Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system and requested to return the device after having been trained and subsequently discontinuing use. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization and a decision to stop therapy with the device. Investigation included review of the user¿s report, troubleshooting and education efforts, and consultation with the healthcare provider. Investigation of this case revealed that the cause of the reported hyperglycemia was unclear, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.